Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day after placement, foley catheter was placed in the operating room. The next day, the catheter shaft and thermistor funnel were found to be torn off. No residue in the body, because the tip of the catheter was identified. There was a possibility that the catheter was pulled by the patient, but please observe the tear area and investigate if there was a possibility that the tear was caused by pulling.

Event description:
It was reported that one day after placement, foley catheter was placed in the operating room. The next day, the catheter shaft and thermistor funnel were found to be torn off. No residue in the body, because the tip of the catheter was identified. There was a possibility that the catheter was pulled by the patient, but please observe the tear area and investigate if there was a possibility that the tear was caused by pulling.

Manufacturer narrative:
The reported event was confirmed user related. Received (3) photo samples. The first photo sample shows the top view of the catheter torn into two pieces. Second photo sample zooms in on the catheter torn into two pieces. Third photo sample shows inflation valve cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection noted the catheter was torn into two pieces and the two pieces appear to have jagged marks and uneven breakage points throughout catheter shaft. The breakage point appears to have been caused by user due to how jagged and uneven the cut. This is confirmed user related. The labeling was reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.